Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to provide any further information. The customer's blood glucose was between 100-200 mg/dl.